Event description:
It was reported by the legal guardian that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site (unspecified), the pod's cannula was found blocked. As treatment, a new pod was applied.

Manufacturer narrative:
Pod arrived fully deployed. No evidence of the reported obstruction of fluid flow was found. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 3.1.2-p001operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.